Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer accidentally dropped the insulin pump when he was inputting his blood glucose. Customer stated the insulin pump had blank display and alarmed failed battery test. Customer stated that his blood glucose was high and insulin pump was not working. Troubleshooting was done. Customer's blood glucose was 431 mg/dl. Customer has not treated high blood glucose. It was found in the troubleshooting that display did not return. Customer inserted new battery and insulin pump initialized and came back but failed battery test occurred. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. Customer stated he would go to ER because he does not have back up plan at home. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.